Manufacturer narrative:
The site was receiving high geometry error values due to either metal interference or system setup. Mnav walked the site through checking for interference and repositioning the emitter over the phone and the issue was resolved at that time. This is not a software defect.

Event description:
Site reported an intermittent loss of tracking with the fusion system. During surgery the 70 degree suction and tricut are not able to track and indicate poor signal. No impact on pt outcome was reported.